Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching and vascular compromise are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of ischemia and skin discoloration: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site. Warnings: ¿ do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lip border. During injection in the right lateral lower lip, the localized area became blanched and patient had a vascular compromise. Patient was treated with hylaronidase and symptoms resolved the following day.

Manufacturer narrative:
Medwatch sent to FDA on 9/2/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lip border. During injection in the right lateral lower lip, the localized area became blanched and patient had a vascular compromise. Patient was treated with hyaluronidase and symptoms resolved the following day.